Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had an out of specification electrically display. These parts were replaced and the epg passed final functional and system tests.

Event description:
The external pulse generator (epg) was returned as a loaner and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.